Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling procedure. According to the complainant, the physician had difficulty tensioning the sling during placement. It was reported that the midline marker was at the midline position under the urethra. After both sides had been implanted, the physician determined that the sling was placed too loosely. The sling was removed from the patient. The physician completed the procedure with another solyx sling with no complications and the patient's condition at the conclusion of the procedure was reported to be "good."